Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured. The fiber was used for 2 minutes and 17 seconds. A total of 218845 joules were used. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Update to field b5: describe event or problem. Update to field b7: other relevant history.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the connector function as well as the fiber card data review. However, microscopic inspection of the fiber identified that the glass cap exhibited a circumferential fracture at the distal side of the fusion zone. With all the information available, boston scientific concludes that the identified distal circumferential fracture, may have led to forward firing. However, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The reported fiber tip break was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip ruptured. The fiber was used for 2 minutes and 17 seconds. A total of 218845 joules were used. The procedure was completed using another fiber. There were no patient complications reported.